Event description:
It was reported to philips healthcare that the heartstart xl failed shift test with several errors, "pads error codes 90007, 90008".

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.